Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-41: dead battery. Note: customer reported another device used in this event and it is reported in case (B)(4). Report 2 of 2. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling nauseous and sweaty. Medical attention is reported as a result of reported symptoms. Customer stated that at 7pm she tried testing her glucose level but could not get the meter to work and took her normal 25 units of humulin. Caller stated she sometimes test low but not always. At 9pm, customer was sweaty, felt like throwing up, had the chills, and felt nauseous. Customer called the paramedics due to her symptoms and the emt's meter read 45mg/dl non-fasting. Customer stated she was given IV fluids and treated at home. Paramedics could not take to the hospital due to covid-19 and hospital restrictions. Customer was stabilized at her residence. The product storage location is undisclosed. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 09/19/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.